Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that on (B) (6) 2010, approximately eight weeks following a pelvic floor repair procedure using an uphold vaginal support system (exact procedure date unknown), the patient presented with two ¿very small¿ mesh erosions at the apex of the vagina in a follow-up visit with the physician. The physician excised two mesh strands that were exposed through the vaginal mucosa at the apex and treated the patient with premarin estrogen cream. The patient showed no prior symptoms and the physician does not plan on performing additional medical intervention because the patient is reportedly ¿fine.¿